Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the tissue bag had small holes with signs of stretching. Based on the location of the hole in the bag, it is likely that the bag was damaged by a sharp instrument. The IFU states, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "lap chole". "Bag upon retrieval through the fascia began to leak through a hole that opened." Type of intervention: unknown. Patient status: "no patient injury".